Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the rep that the tsb45 stapler would not fire properly during the case. Another tsb45 device was used to complete the case. There was no consequence to the pt.